Event description:
A hospital in (B)(6) reported that an opt542 optiflow nasal cannula had broken near the prongs when being applied to a patient's nostrils. This happened twice in the same day with the same patient.

Manufacturer narrative:
(B)(4). The complaint devices were expected to be returned to fisher & paykel healthcare for evaluation. The hospital has subsequently informed us that the complaint devices are no longer available. The hospital had informed us that both devices broke at the interface between the nasal prongs and the headstrap buckle and that both occurred while being attached to the patient. A lot check revealed no other complaints of this nature for this lot number. Conclusion: it is most likely that the damage observed was due to the over-tightening of the head strap during application of the mask. All cannulas are visually inspected for cracks, tears, inclusions, discolouration and deformation prior to leaving production and those that fail are rejected. Our user instructions that accompany the product illustrate the procedure for fitting the optiflow nasal cannula to a patient.

Event description:
A hospital in (B)(6) reported that an opt542 optiflow nasal cannula had broken near the prongs when being applied to a patient's nostrils. This happened twice in the same day with the same patient.

Manufacturer narrative:
(B)(4). The complaint devices are expected to be returned to fisher & paykel healthcare for evaluation. We will provide a follow up report upon completion of our investigation.